Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation it was noted that the device had been inappropriately mode switching due to far r-waves being oversensed on the atrial channel. Programming changes were recommended. The patient was stable throughout the follow-up and will continue to be monitored.